Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product exhibited with insertion site swelling. A hematoma was identified and drained; antibiotics administered. No additional resulting adverse effects. To date, this device remains implanted and in service.